Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2222190. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-08-10. Medical device lot #: 2278257. Medical device expiration date: 2023-09-30. Device manufacture date: 2022-10-05. Medical device lot #: 2222350. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-08-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: there was "incomplete separation of plasma from cells, and the gel barrier is not compacting."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: there was "incomplete separation of plasma from cells, and the gel barrier is not compacting."